Event description:
It was reported that the bd ultra-fine¿ mini pen needle experienced issues with the needle not wanting to detach. The following information was provided by the initial reporter: patient reported that the needle doesn't want to come off the cartridge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Medwatch report # mw5109779.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle experienced issues with the needle not wanting to detach. The following information was provided by the initial reporter: patient reported thatthe needle doesn't want to come off the cartridge.